Event description:
It was reported that when using the bd pyxis¿ medbank tower, in the items list, the medication was not assigned. The customer stated that they were unable to issue hydrocodone/apap 5-325mg tablet. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue medication. A technical support specialist informed the customer of the findings in the myqlink application. The findings were: in patient order details, the order end time had been reached, and the item was not assigned to the cabinet. In item transactions, the item had last been destocked from bin 01-0. These details were conveyed to the customer. The system functioned as intended after the technical support specialist investigated the device.